Manufacturer narrative:
A ge representative evaluated the system and found the filaments in the tube are broken and that the tube needs to be replaced. The rube was placed on order. It is anticipated that the replacement of the tube will restore the system to operating as intended.

Event description:
The customer reported the system would not display an image. No patient injury was reported.